Event description:
It was reported that when using the bd pyxis¿ es server all profile devices were in critical override mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the incorrect timeout settings in the data synchronization configuration file caused issue. The technical support specialist updated the timeout values to the correct settings and restarted the data synchronization service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.